Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient came into the clinic after receiving an inappropriate shock. The patient received inappropriate atp and hv therapy due to oversensing. Programming changes were recommended.